Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on battery door. Customer's reported issue was duplicated during syringe test and calibration. Tapered spring slipped over the collar of the barrel clamp rod. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced tapered spring, barrel clamp rod and barrel clamp head screw. Performed syringe test and all functional testing which passed.

Event description:
It was reported that pump does not properly recognize syringe. No patient injury reported.